Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited a gradual increase in pacing impedance measurements eventually resulting in high out of range measurements greater than 2,000 ohms. Calcification on the lead tip was suspected. Boston scientific technical services (ts) discussed the option of increasing the alert value in the remote home monitoring system and continuing monitoring. The physician opted to increase the alert value in the remote home monitoring system and monitoring will be continued. No adverse patient effects were reported. This product remains implanted and in service.